Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result with the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The customer reported that the initial sample test was performed on the cobas® liat® system sn 16187 with reagent lot 10111y, generated sars-cov-2 negative, influenza a positive, influenza b negative. The same sample was retested twice, one using the same cobas® liat® system sn 16187 with the same lot 10111y, and the second using a different cobas® liat® system sn 00430 with reagent lot 10621t. Both retests generated influenza a negative. Both the initial and the negative test results were reported to the patient and or medical personnel treating the patient. The sample was collected using remel m4rt collection media (cat 12591), and a mid-turbinate swab. Per the method sheet; remel m4rt is an approved media, however, mid-turbinate swabs are not an approved sample type. Use of unapproved sample types could affect the sensitivity of the test. No indication of harm or injury is alleged. An investigation was conducted to evaluate the customer¿s allegation.

Manufacturer narrative:
The initial test (run 1075) has weak amplification and a late CT. No curve abnormalities are observed. A systems assessment found that flu a amplification is clear, and not motivated by optical or motion disturbances. The alleged run is consistent with a low titer sample, near the limit of detection (lod) for the liat® test. Samples that are near the lod may not generate consistent results upon repeat testing. A reagent investigation identified no systemic reagent issue throughout the review of the related cases. (B)(4).